Manufacturer narrative:
No samples were received for evaluation. The lot history for the sub assembly in question was reviewed and was found to be acceptable. Medex was unable to confirm this issue however, based on info obtained from other similar complaints, medex is continuing to investigate the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the stopcock plug came out of the stopcock body. There was no pt injury or treatment associated with this event.